Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an av node ablation, there was pacing inhibition when programmed to pace and sense in the ventricle. The implantable cardioverter defibrillator (ICD) was reprogrammed to electrocautery protection and loss ventricular of capture was observed even though the right ventricular (rv) lead threshold measurement as normal. Boston scientific technical services (ts) was consulted and discussed the defib detect circuit is active during the delivery of pacing energy in the event that current from an external source over a certain threshold is detected on the leads. The rv lead and ICD remain in service and no adverse patient effects were reported.